Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee replacement procedure on (B)(6) 2016 and barbed suture was used. Following the procedure, the surgeon advised that he has stopped using barbed suture in the knee because he went back in, for some reason, and saw that the retinaculum was tearing because of the pronounced barbs. The surgeon pulled out barbed suture and replaced with suture. Additional information has been requested.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.